Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual analysis revealed the blue (venous) luer hub contained a single large crack and some chipping in its threads. This damage is consistent with repeated tightening on the luer. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp. In addition , flush juncture hub assembly with saline and clamp extension lines with catheter pinch clamps." When the venous luer was flushed, slight leaking was observed from the crack. The arterial luer flushed as expected. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The blue (venous) luer hub contained a single large crack and some chipping in its threads. The appearance of the crack was consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the venous luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the venous luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.